Manufacturer narrative:
H10: additional manufacturer narrative: added information to b3, b4, b5, and h6. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 31mm 7300tfx mitral valve was explanted after an implant duration of 1 year, 8 months due to endocarditis with mild mitral insufficiency and severe stenosis. The explanted valve was replaced with another 31mm 7300tfx valve. The patient was discharged to inpatient rehab on pod # 23. Per received medical records: the patient presented with acute chf with pulmonary edema requiring mechanical ventilation. Intraoperative echo found no evidence of vegetations on the aortic valve. The tricuspid valve was mobile without any vegetative process. The mitral valve had approximately 2 cm thick vegetation and filled the entire orifice. The mitral valve was excised and the annulus was debrided. There was no evidence of any abscesses. A 31 mm bovine pericardial valve was implanted and seated nicely. Postop echo demonstrated good function of the existing bioprosthetic aortic valve as well as the new bioprosthetic mitral valve without any issues. The patient was transported to the cvr unit in stable condition.

Manufacturer narrative:
The explanted device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31mm 7300tfx mitral valve was explanted after an implant duration of 1 year, 8 months due to unknown reasons. The explanted valve was replaced with another 31mm 7300tfx valve.